Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after observing leakage at the infusion set site and removing an infusion set with a bent cannula, after which supplies were changed and blood glucose was monitored. Symptoms included elevated blood glucose above 300 mg/dl for several hours without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no need for assistance. Investigation included complaint intake, troubleshooting, and user education with follow-up confirming no further issues after supply change. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, though an infusion set cannula was found bent and site leakage was observed. It was concluded that the device and user factors could not be fully assessed for causality, and the event was attributed to hyperglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.